Event description:
Country of complaint: (B)(4). Reported by two surgeons that the knot does not hold. Re-operation required as a result. During re-operation, the knot does not hold again. Thread detaches from the needle easily.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.